Event description:
It was reported that an alert was triggered via remote monitoring due to abnormal shock impedance measurements. A lead fracture was alleged as many rotations were taken when it comes to this lead. A possible s-ICD implant was going to take place. The system remains implanted at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).